Manufacturer narrative:
A partial lead with the distal tip measuring 38 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead was extracted and replaced due to lead noise and an insulation anomaly. The lead noise was suspected to be from the rubbing against the right atrial lead which was tied to each other. The patient was stable post procedure.